Event description:
Event description: a pt fell while trying to get into the chair. The back right wheel did not lock as the pt went to sit down. The pt was within the weight limit for the chair. The pt landed face first on the floor. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
On (B)(4), 2011, (B)(4) (u.s. Agent for staxi corporation ltd) received a copy of the medwatch 3500a form (uf report # (B)(4)) from the FDA. The form 3500a was submitted directly to FDA by (B)(6) e-mailed a copy of the report to staxi corporation ltd on (B)(4), 2011. Refer to the (B)(4) 3500a form (uf report # (B)(4)) .